Manufacturer narrative:
Results: there was no visible damage to either of the wands. The wand hypotube was fractured by the penumbra investigator for further evaluation, and there were no large occlusions observed. Conclusions: evaluation of the returned devices revealed that the nitinol wire inside the first wand was out of specification, and located too far distal in the hypotube. The root cause of this failure could not be determined. Further evaluation could not confirm that the second wand was clogged as was reported in the complaint. The wand was coupled to a demonstration apollo unit and functioned as intended. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-00268.

Event description:
The patient was undergoing a microneurosurgery procedure using an apollo wand (wand). During the procedure, the physician removed the wand from the patient in order to make adjustments to his endoscope. After the technician placed the wand on the sterile mayo stand, it was noticed that the wire inside the wand's shaft was protruding out. Therefore, the physician continued the procedure using a new wand; however, this new wand became clogged and stopped functioning. The physician was unable to clear the clog in the wand because the clots were extremely hard. Therefore, the wand was removed and the procedure was completed using a new wand. After the procedure, the patient was taken to the intensive care unit where she was hypotensive and not saturating well. This was not an adverse effect to the patient as a result of the procedure because the patient was very sick even before the procedure.

Manufacturer narrative:
Please note that the initial MFR. Report indicated that the nitinol wire inside the first wand was out of specification. However, evaluation of the device revealed that it was not. Therefore, please see below for updates made to the device investigation conclusions: conclusions: evaluation of the returned devices revealed that the nitinol wire inside the first wand was not protruding out of the distal tip of the hypotube. Further evaluation revealed the second wand was not occluded. Both wands were coupled to a demonstration apollo unit and functioned as intended.